Event description:
It was reported that the patient had surgery for a routine implantable neurostimulator (ins) replaced for routine end of life (eol). Coverage was good and impedances were normal. When the physician was trying to remove the extensions from the ins one came out easily and the other was very difficult to remove.

Manufacturer narrative:
Conclusion does not apply any longer.

Manufacturer narrative:
Concomitant medical products: product ID 97713, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 377845, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID 377845, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID neu_unknown, product type: unknown. Product ID 3708140aa, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. Product ID 3708140aa, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. Product ID 3708140aa, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. Product ID 377845, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID 377845, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. (B)(4).